Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported in the new journal of urology that a study was conducted to compare two different tissue morcellators, one a lumenis versacut and the other from another manufacturer, used in holep (holmium laser enucleation of the prostate), which have similar objectives but differences in efficiency and safety in working principles. The data of 130 patients who underwent a holep procedure between december 2018 and december 2019 were retrospectively reviewed; the group was split equally between procedures using the versacut and those using the morcellator from another manufacturer. Postoperatively, three patients in the versacut group experienced bladder mucosa damage. Patients with mucosal damage were discharged with a catheter with no effect on hospitalization time. The catheters were removed after three days. Device damage to a versacut was observed in one case.

Event description:
It was reported in the new journal of urology that a study was conducted to compare two different tissue morcellators, one a lumenis versacut and the other from another manufacturer, used in holep (holmium laser enucleation of the prostate), which have similar objectives but differences in efficiency and safety in working principles. The data of 130 patients who underwent a holep procedure between december 2018 and december 2019 were retrospectively reviewed; the group was split equally between procedures using the versacut and those using the morcellator from another manufacturer. Postoperatively, three patients in the versacut group experienced bladder mucosa damage. Patients with mucosal damage were discharged with a catheter with no effect on hospitalization time. The catheters were removed after three days. Device damage to a versacut was observed in one case. This complaint is to report the versacut morcellator malfunction.